Event description:
It was reported that while testing for sars cov-2 on the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. Confirmatory testing was performed with the biogx with negative results. There was no indication that results were reported, and there was no report of patient impact. Eua#:(B)(4) the following information was provided by the initial reporter: "the bd max creates ¿false¿ positive results (high CT-values, run 1853) with the bd max sars-cov-2 kit and after repeating the samples with the biogx (run 1854) they are negative. Run 1834 is a ¿sbt only¿ run (without sample, we started sbt runs due to instrument contamination in the past)".

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref (B)(4)) lot 1125572 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1125572 was manufactured according to specifications and met performance requirements. Customer complained about suspected false positive results obtained with the bd sars-cov-2 reagents for bd max¿ system kit lot 1125572. When retested with another assay identified as biogx cov-2 t3 by the customer, the same samples gave negative results. Customer provided two run files #(B)(4) from instrument cm0114 for investigation. The customer¿s udp settings were verified, and parameters correctly correspond to those described in the most recent bd sars-cov-2 reagents instruction for use, except for the result logic of the n1 or n2 positive results. The customer¿s result logic settings will result in a cov-2 unr result each time only n1 or n2 target is detected, without detection of the other targets. Those settings are not linked to the current issue but should be corrected according to the package insert guidelines. Manual pcr curve adjudication was performed across the five suspected false positive results in run #1853 (positions: a11, a12, a5, a10 and a9). Pcr curves revealed late and low, but true amplification for n1 and n2 targets, without anomaly, indicative of true positive results. Such low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays, and cause potential discrepant results between different tests. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Overall, based on the data provided, bd was unable to confirm the exact cause of the customer¿s positive results, nevertheless no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1125572. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 on the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. Confirmatory testing was performed with the biogx with negative results. There was no indication that results were reported, and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "the bd max creates ¿false¿ positive results (high CT-values, run (B)(6)) with the bd max sars-cov-2 kit and after repeating the samples with the biogx (run (B)(6)) they are negative. Run (B)(6) is a ¿sbt only¿ run (without sample, we started sbt runs due to instrument contamination in the past)"